Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 9.2 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with air leak during leak test at the top right corner of belt clip base. Device received stuck in critical pump error and unable to download due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label, peeling end cap address label, corrosion in battery tube, corrosion on force sensor assembly and moisture damage on motor home switch.